Manufacturer narrative:
The electrode lot number and expiration date were not provided. It was noted that the customer observed a lot of crystals at the ultrasonic wash station. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for an unspecified number of patient samples on a cobas pro ise analytical unit. It was alleged that the initial and repeated results for several samples had a difference of greater than 10 mmol/l. The numerical values for the results were not provided. The number of patient samples alleged was not provided.

Manufacturer narrative:
Due to the lack of information provided, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.